Event description:
The customer stated that he was experiencing high blood glucose levels and motor error alarms on the insulin pump. The customer requested a replacement insulin pump, but found that the insulin pump was not registered to him. Advised that he needed to contact the distributor that he got the insulin pump from. The customer understood and stated that he would be going to the emergency room for treatment of his blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.